Manufacturer narrative:
Continued e1: alternate email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker grade lll". Later healthcare professional stated "capsular contracture baker grade ll". This record is for left side. The device remains implanted.